Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately three weeks following the implant of this transcatheter bioprosthetic valve, the patient became lightheaded, weak, and diaphoretic. The diaphoresis lasted for approximately 15 minutes. Upon arrival of emergency medical services, the patient was hypotensive and tachycardic at 150 bpm. Fluids and aspirin were administered and the blood pressure improved to 128/75 mmhg. On arrival to the emergency department, the patients symptoms improved. The next morning, an echocardiogram was performed and the patient was prescribed an antiarrhythmic medication. The patient was discharged from the hospital three days later. No additional adverse patient effects were reported.